Event description:
Endo smartcap endoscopy tubing used for co2 insufflator per usual routine at start of day prior to first procedure. Scope would not produce insufflation bubbles during pre-testing of scope. All connections checked. No obvious problems noted. Tubing changed and retested scope without any difficulty. Manufacturer response for endoscopy tubing, endogator endoscopy irrigation tubing (per site reporter). Equipment failure reported to manufacturer's customer care team. Equipment available for return o manufacturer with mailing label supplied by manufacturer.